Event description:
A customer reports discordant results with cea assay versus another device. A pt's sample was tested for cea in another country (type of test unk), with a result of about 10 ng/ml. The pt had the test repeated at the medical center using the cea assay. Results were 190 ng/ml. The pt was then sent to another facility for repeat testing and eval. This repeat testing gave results of less than 5 ng/ml using the other assay. This same specimen was tested again at medical center with a result of >100 ng/ml. No procedures were performed based on the cea results.